Event description:
It was reported that the unspecified bd¿ syringe and needle came apart during use. The needle was stuck in the patient's leg when they attempted to draw up medication, which leaked out of the vial. The patient reportedly did not miss their dose as they still had medication left. The following information was provided by the initial reporter: "patient had incident yesterday (B)(6) 19) in which the syringe and needle came apart and then needle was stuck in patient's leg,when they went to draw up the medication it leaked out of the vial. Patient did not miss dose as he still had medication left. This was a spontaneous call initiated by patient/family. No further information available as to whether patient experienced any adverse event or if product is still on hand."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe and needle came apart during use. The needle was stuck in the patient's leg when they attempted to draw up medication, which leaked out of the vial. The patient reportedly did not miss their dose as they still had medication left. The following information was provided by the initial reporter: "patient had incident yesterday ((B)(6) 2019) in which the syringe and needle came apart and then needle was stuck in patient's leg,when they went to draw up the medication it leaked out of the vial. Patient did not miss dose as he still had medication left. This was a spontaneous call initiated by patient/family. No further information available as to whether patient experienced any adverse event or if product is still on hand."